Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient stated she experienced pain and was diagnosed with bilateral baker grade IV capsular contracture after a consultation with a medical professional. As a result, the patient underwent removal without replacement on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-02775 for the contralateral event.